Event description:
The customer reported to olympus technical assistance center (tac), the soltive premium super pulsed laser system failed upon initial clinical use. It was noted, the laser unit was caught on fire when laser fiber was connected to it, for a therapeutic procedure. During the call, the customer indicated, it was uncertain if it was the fiber that was caught on fire or the laser unit. It was noted, the fire was seen at the port where the fiber was connected into the laser unit. Subsequently, the user was able to remove the problem laser fiber and reconnect another laser fiber into the laser unit to continue with the procedure with no further problem. There was no harm or user injury reported due to the event. This is part 1 of 2 reports patient identifier: (B)(6).

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A field service engineer (fse) was dispatched to evaluate laser that had a fire where fiber connects to output port of laser. Fse used power meter to check the outputs from laser. All outputs were in proper range and no problems were noted on the inspection of the laser. Fse suspected fire was induced by possible defect in the fiber or user error as it was noted that the technicians clothing was burned, which could have only occurred if technician was in contact with the fiber as it was being used. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely this failure is due to the fiber breaking near the connector end. The laser console likely fired into the broken fiber which allowed laser energy to escape and ignite the connector end. The laser console for this complaint did not malfunction. H6: the device was inspected onsite by an olympus field service engineer. Olympus will continue to monitor field performance for this device.